Manufacturer narrative:
The device was returned and evaluated, and in addition to the malfunction documented in b5, additional findings are as follows: due to clogging of nozzle, air supply volume did not meet the standard value, due to clogging of nozzle, water supply volume did not meet the standard value, due to wear of angle wire, bending angle in up direction did not meet the standard value., due to wear of angle wire, the play of u/d (up/down) knob is out of the standard value, a-rubber had a scratch, adhesive on a-rubber had a crack., adhesive on a-rubber had white-clouded area, due to clogging of nozzle, water removal ability did not meet the standard value, sw (switch)1 had a cut, c-cover had a dent., c-cover had foreign objects, connecting tube had a dent, sw3 had discoloration, connecting tube had a scratch, sw2 had discoloration, universal cord had a scratch, control unit had discoloration, and connecting tube had a wrinkle the investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
Olympus was informed that the gastrointestinal videoscope had air/water flow issues. There was no report of patient harm. The device was returned for evaluation. During the device evaluation, it was found that there was foreign material in nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material in the nozzle could not be specified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the nozzle could not be identified. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections: IFU states detection methods in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.